Event description:
New pad-pak that is malfunctioning. The unit was saying it had a low battery by talking to him through it¿s voice prompts. The last battery in the unit had also been completely flat. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 31st october 2011. Upon investigation, capacitor c9 was found to have vented and leaked. Measurements taken on c9 confirmed the component had failed. Information from the history log showed the device had performed to specification up to the 14th january 2018. The device then performed no further self-tests for over two years, which would suggest the fuse of the installed pad-pak had blown after this date, due to the failure of c9. Multiple low battery fails were then recorded on the (B)(6) 2020 ¿ ten days before the date of complaint. The returned sam 500p is now outside of its warranty period and shall be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
New pad-pak that is malfunctioning. The unit was saying it had a low battery by talking to him through it¿s voice prompts. The last battery in the unit had also been completely flat. No patient involvement.